Event description:
While surgeon was performing orif of the left hip with ambi (richards) instruments, attempting to tap for screw hole in plate and end of tap broke off. Tip of tap was left in pt's left femur.